Event description:
Healthcare professional reported capsular contracture, baker grade: IV. Device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified creases fold, device deformation, and weigh to the specification. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade: IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: IV.

Event description:
Healthcare professional reported capsular contracture, baker grade: IV. Device has been explanted. This record is for the left side.